Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported clip caught on chordae cannot be determined. The reported tissue damage is the result of the clip being caught in chordae. The tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical treatment is the result of case specific circumstances. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chord to rupture. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. A second cds was advanced to further reduce mr. During positioning of the clip, the clip became caught on a chord and ruptured the chord. Troubleshooting was performed and the clip was freed. The clip was implanted in the desired location which was able to treat the damaged area as well. Two clips implanted, reducing mr to 2. No additional information was provided.